Manufacturer narrative:
Physio-control evaluated the customer¿s device and was able to duplicate the reported issue. The device was retained by physio-control and a warranty replacement device will be arranged for the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device gives an error message 'device not ready, please contact customer service'. Upon initial evaluation by physio-control it was observed that the device was unable to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device gives an error message 'device not ready, please contact customer service'. Upon initial evaluation by physio-control it was observed that the device was unable to deliver defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and it was found that both the energy capacitor wire was disconnected from the j18 spade connector and that there was an out of tolerance gap in the wire connector. The root cause of both the issues was determined to be an out of spec capacitor connector. The device was archived by physio-control.